Event description:
Event description guidant received information that this fineline ii lead was removed from service due to a fracture seen on floroscopy. The lead also had an impedance reading that exceeded the 2000 ohms range. The lead was removed from service and surgically abandoned. A new lead was successfully implanted.